Event description:
It was reported that approx one tear after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. Angiography identified a lesion in the proximal circumflex (cx). The lesion characteristics were not reported. A runway 6 french fl4 guide catheter was inserted and then a ultra2 2.50x10mm cutting balloon was advanced to the lesion site. The balloon was inflated at 10 atms for 60 sec and 28 sec and then removed. A taxus express2 2.50x16mm drug eluting stent (des) was advanced to the lesion site and deployed at 10 atms for 25 sec in the proximal cx. There were no pt complications reported. During the procedure, the pt was administered fentanyl, angiomax and nitroglycerine. Plavix was administered along with aspirin for f/u therapy. Approx one yr later, angiography identified thrombosis in the proximal cx at the site of the previously placed stent. A maverick2 3.00x9mm balloon was advanced to the thrombus site in the proximal cx and inflated at 8atms for 4 sec, 6 sec and 9 sec. Next a rio aspiration catheter was used to clear the thrombus. Then, the maverick2 balloon was again inflated at 14 atms for 7 sec (three times), 10 sec and at 18 atms for 9 sec and 6 sec. The procedure was completed. No further complications were reported. During the procedure, the pt was administered heparin and plavix was administered post-procedure. Additionally, it was reported that the pt was using dual anti-platelet therapy of plavix 75mg and aspirin 325mg po/qd at the time of the event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.